Event description:
The facility reported a flogard infusion pump that had an occlusion alarm. It is unknown when this condition occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Review of the alarm log found evidence of the reported occlusion alarm. The cause was determined to be a damaged latch roller. In order to address the condition, the latch roller was replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.